Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile cereglide 92 intermediate catheter system was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described, the distal end of the catheter was severely flattened and curled from 12cm to 32cm. No other damages were observed. The flattened areas were inspected under magnification, and no fractures nor cracks were found. The issue reported regarding a catheter being stretched was confirmed during device inspection. The damages found in the catheter could be related to the interaction between catheter system and hemostasis valve during device withdrawal, since according to risk documentation, a catheter can become impeded and damage while removing the support device in preparation for aspiration due to the hemostasis valve not being sufficiently opened. As no manufacturing defects were identified, the failure mode experienced may have been the result of other factors, either isolated or in combination, such as interaction with other accessory devices, anatomical conditions or other clinical factors experienced during the procedure. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A manufacturing record evaluation was performed for the finished device 31754503 number, and no internal actions related to the malfunction were identified. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure is multifactorial. The instructions for use contain the following precaution: exercise care in handling the cereglide 92 catheter system to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that at the end of a mechanical thrombectomy procedure, when the cereglide 92 intermediate catheter system (product code: sbc92122ca, lot number: 31754503) was being withdrawn, it was noticed that the catheter seemed to stretch on retrieval into the long guide sheath (cook shuttle access sheath 90cm). It was considered that the placement of the cook shuttle long sheath had not been placed optimally and the cereglide92 came into contact with the edge of the distal tip of the cook shuttle catheter, causing friction to the cereglide92 catheter, flattening a section of cereglide92 as it made impact during withdrawal. This did not affect the patient or the outcome of the procedure. The physician noted that he did not consider this an issue with the cereglide92. Additional event information received on 07-apr-2026 reported that segment m1 (left) of the middle cerebral artery was being treated. It was noted that the internal carotid artery (ica) was ¿very tortuous¿. There was no excessive force used with the device. There was so allegation of patient injury due to an alleged product issue.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.